Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account communicated that the patient was admitted for suspected gi bleeding. During the gi procedure, the patient became hypotensive and unstable and a code was called. The patient received CPR and subsequently expired. No alarms were reported for this event. The lvad was reportedly working as intended. The patient was suspected to have had an abdominal hemorrhage. No autopsy will be performed and no equipment will be returned. Per the account, heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 0 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for suspected gastro-intestinal (gi) bleed. During gi procedure, patient became hypotensive and unstable. A code was called. The patient received CPR and subsequently passed away. The patient received full acls protocol. The lvad was working as intended. The patient was suspected to have had an abdominal hemorrhage. No autopsy or equipment will be returned. No additional information was provided.